Manufacturer narrative:
(B)(6). (B)(4). Product remain implanted in the patient.x-rays were submitted which were analysed.analsis results: "post op x-ray from l4-s1 posterolateral fusion.left s1 screw has been removed.right s1 screw is disengaged from rod.very short period from surgery to construct failure(2-3 weeks).rod appears short.root cause surgical technique."

Event description:
It was reported that patient underwent an unspecified spinal procedure on (B)(6) 2015.post op, patient had unexplained left leg pain that necessitated the removal of left s1 screw. The screw was not the issue, however, later ultrasound revealed a blood clot in her leg.patient underwent revision surgery for removal of screw on (B)(6) 2016. Approximately 1 week later, her hardware failed on the opposite side.the set screw loosened. The patient is asymptomatic at this time and there is currently no need to revise her construct.